Event description:
A staff member opened a left heart kit and opened the packaging and used a 3 mm j angiographic guidewire, navilyst brand. When wiping the guidewire with a 4x4 that was moistened with heparinized saline, a green colored film was noted on the 4x4. The guidewire was looked at closely and staff noted that the guidewire appeared green in color. Customer service at navilyst was contacted and this report was added to the previous report. The guidewire and 4x4 will be sent to navilyst for further inspection.